Event description:
It was reported that the arctic sun device alerting air leak. Nurse had already changed device twice. Patient temperature (pt) was 39.2c, targeted temperature (tt) was 37c normothermia. Had stop therapy, disconnect and reconnect pad holding nowhere near clear connectors and verifying audible clicks with each connection. Verified all lines straight with no bends or kinks. Fluid delivery line (fdl) secure and in lock position. Restarted therapy and device primed to 0 l/m water flow rate (wfr). Alerted patient line open. System diagnostics showed that the outlet monitor temperature (t1) was 6.3c, outlet control temperature (t2) was 6.4c, inlet temperature (t3) was 20.7c, chiller temperature (t4) was 5c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 18, heater was 0, water reservoir level (wrl) was 5, system hours were 5966.3 and pump hours were 5260.6. Had disconnect pads and placed in manual control at 4c. System diagnostics showed that the outlet monitor temperature (t1) was 7.4c, outlet control temperature (t2) was 7.2c, inlet temperature (t3) was 35.9c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 60 percentage, mixing pump command (mpc) was 100 percentage, heater was 0. Walked through disabling manual control and noted diagnostics in manual control with no pads look good. Suggested swapping out to alternate set of pads since this was the second device this has happened with. Sn dydqy573 nurse would swap out and call back if additional assistance needed. Nurse swapped pads and device was alerting patient line open. They had grabbed new device and connected pads. Getting same alert. Had place new device in manual control at 4c. System diagnostics showed that the outlet monitor temperature (t1) was 9.2c, outlet control temperature (t2) was 8.7c, inlet temperature (t3) was 9.7c, chiller temperature (t4) was 5.6c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 65 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 6569.8 and pump hours were 5579.3. Had add back one pad at a time while still in manual control. Right chest water flow rate (wfr) was 2.1 l/m, left chest water flow rate (wfr) was 2.4 l/m, right leg water flow rate (wfr) was 2.2 l/m, left leg water flow rate (wfr) was 2.5 l/m and universal 2.6 l/m. Outlet monitor temperature (t1) was 13.6c, outlet control temperature (t2) was 13.6c, inlet temperature (t3) was 16.8c, chiller temperature (t4) was 9.7c, water flow rate (wfr) was 2.8 l/m, inlet pressure (ip) was -7.2 psi, circulation pump command (cpc) was 80 percentage, mixing pump command (mpc) was 100 percentage, heater was 0. Had disable manual control and restart therapy. Device alerted patient line open and primed to 0 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 13c, outlet control temperature (t2) was 12.9c, inlet temperature (t3) was 17.9c, chiller temperature (t4) was 5.8c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -1.1 psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater 0. Advised to send both devices to biomed for evaluation. Nurse thought that they might have another device but would have to check. They were going to get ice to use in the meantime. Encouraged to call back once she obtains new device if there are any issues. Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerting air leak. Nurse had already changed device twice. Patient temperature (pt) was 39.2c, targeted temperature (tt) was 37c normothermia. Had stop therapy, disconnect and reconnect pad holding nowhere near clear connectors and verifying audible clicks with each connection. Verified all lines straight with no bends or kinks. Fluid delivery line (fdl) secure and in lock position. Restarted therapy and device primed to 0 l/m water flow rate (wfr). Alerted patient line open. System diagnostics showed that the outlet monitor temperature (t1) was 6.3c, outlet control temperature (t2) was 6.4c, inlet temperature (t3) was 20.7c, chiller temperature (t4) was 5c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 18, heater was 0, water reservoir level (wrl) was 5, system hours were 5966.3 and pump hours were 5260.6. Had disconnect pads and placed in manual control at 4c. System diagnostics showed that the outlet monitor temperature (t1) was 7.4c, outlet control temperature (t2) was 7.2c, inlet temperature (t3) was 35.9c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 60 percentage, mixing pump command (mpc) was 100 percentage, heater was 0. Walked through disabling manual control and noted diagnostics in manual control with no pads look good. Suggested swapping out to alternate set of pads since this was the second device this has happened with. Sn: (B)(6) nurse would swap out and call back if additional assistance needed. Nurse swapped pads and device was alerting patient line open. They had grabbed new device and connected pads. Getting same alert. Had place new device in manual control at 4c. System diagnostics showed that the outlet monitor temperature (t1) was 9.2c, outlet control temperature (t2) was 8.7c, inlet temperature (t3) was 9.7c, chiller temperature (t4) was 5.6c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 65 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 6569.8 and pump hours were 5579.3. Had add back one pad at a time while still in manual control. Right chest water flow rate (wfr) was 2.1 l/m, left chest water flow rate (wfr) was 2.4 l/m, right leg water flow rate (wfr) was 2.2 l/m, left leg water flow rate (wfr) was 2.5 l/m and universal 2.6 l/m. Outlet monitor temperature (t1) was 13.6c, outlet control temperature (t2) was 13.6c, inlet temperature (t3) was 16.8c, chiller temperature (t4) was 9.7c, water flow rate (wfr) was 2.8 l/m, inlet pressure (ip) was -7.2 psi, circulation pump command (cpc) was 80 percentage, mixing pump command (mpc) was 100 percentage, heater was 0. Had disable manual control and restart therapy. Device alerted patient line open and primed to 0 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 13c, outlet control temperature (t2) was 12.9c, inlet temperature (t3) was 17.9c, chiller temperature (t4) was 5.8c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -1.1 psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater 0. Advised to send both devices to biomed for evaluation. Nurse thought that they might have another device but would have to check. They were going to get ice to use in the meantime. Encouraged to call back once she obtains new device if there are any issues. Sn: (B)(6).